Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their enlite sensor was damaged. The customer's blood glucose was unknown at the time of incident. Customer was experiencing connection issues with the sensor, the sensor was not working after charging it and reconnecting it. The customer removed the sensor and noticed the filament was missing. The sensor will be replaced. The sensor will be returned for analysis.